Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s display assembly separated from the pump body, resulting in partial touchscreen unresponsiveness in the top menu and back-button areas while the device continued delivering insulin and communicating with the cgm; the issue involved the display component and aligned with a device bonding failure. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a loss or failure of bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.